Event description:
A malfunction alarm was reported by the distributor. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. The pump was subsequently replaced.